Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative communicated that the customer was called and she reported that the insulin pump over delivered insulin and she experienced low blood glucose. The customer explained that she did a set change without reading the directions. Customer stated the incident happened on the first couple of days using the insulin pump. She did not rewind prior to priming and over the course of that night she had about 100 units administered into her body and she became unconscious. Her daughter found her and gave her food/drink to bring up her blood glucose. Customer refused to go to the hospital. The next morning, she removed the insulin pump and reverted to back up plan until she had reviewed the set change directions and understood them. Since then, the customer has not had any issues. Customer declined transfer for assistance.